Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-10021. It was reported the pt had an infection at the ipg pocket incision and the midline incision. The physician met with the pt and placed the pt and placed the pt the oral antibiotics keflex. F/u on the pt status found the infection had healed and the issue had resolved with the use of oral antibiotic. There were no cultures taken, and no devices removed.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specification and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.